Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a spaceoar implant procedure performed on (B)(6) 2022. Fiducial markers were placed during the same procedure. Following the implant procedure, on an unspecified date, the patient presented for a simulation and was asymptomatic. Magnetic resonance imaging (MRI) was performed which read as a rectal wall infiltration. It was determined the hydrogel was in the correct place under the seminal vesicles, but near the mid-gland and apex the hydrogel was in the rectal wall. It was determined the hydrogel was likely into the muscularis near the mid-gland/apex transition. It was also reported "about between thirty-three to fifty percent" of the circumference of the rectal wall was involved "at its worst location". The patient's outcome is unknown. Boston scientific corporation has been unable to obtain additional information regarding this event, despite good faith efforts.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.